Event description:
The account alleged the side rail is broken and will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail center arm is broken. No further info is available on the repair of the bed at this time.